Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. G2 distributor was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it is unclear if any deviations from instruction for use (IFU) occurred. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU sections which state: operation manuel ¿chapter 3 preparation and inspection¿ ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. 9 inspect the air / water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. The device was returned to olympus. During testing and inspection of the returned device, it was discovered that there was foreign matter clogging in the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The customer returned the device to olympus for evaluation. The customer¿s allegation of reduced angulation was due to the angle wire being stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The following findings are as follows: (a.) Due to a crack on scope-connector, water tightness is lost, (b.) Due to wear of angle wire, the play of the up/down knob was out of the standard value, (c.) Adhesive on bending section cover had a chip, crack and white-clouded area, (d.) Suction-cylinder was shaved, (e.) Image guide protector had a scratch, (f.) The connecting tube has a scratch, (g.) And the plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.